Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited behavior consistent with a premature battery depletion. Technical service (ts) consultant reviewed device data, confirmed the increase in power consumption. Ts recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating a revision procedure completed. The explanted device is expected to be returned for analysis. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited behavior consistent with a premature battery depletion. Technical service (ts) consultant reviewed device data, confirmed the increase in power consumption. Ts recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating a revision procedure completed. Besides surgical intervention, no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited behavior consistent with a premature battery depletion. Technical service (ts) consultant reviewed device data, confirmed the increase in power consumption. Ts recommended device replacement in the near future. The device remains implanted. No adverse patient effects were reported.